Manufacturer narrative:
An internal investigation was conducted. A batch production record review was performed. No out of specification production events were found relating to broken bottles. An inspection of retained samples for broken or damaged bottles was performed and zero(0) related defects were noted. A trend review of complaints was performed. This is the only incident to occur involving similar bottle styles in a time period from 01-apr-2014 through 26-may-2015. The investigation team examined photographs from the bottle and determined that it is consistent with a dropped bottle, i.e. User error. The bact/alert mb instructions for use (IFU) state, "always carry inoculated culture bottles in a rack or basket." The customer did not reveal how the bottle was transported; therefore, it is unknown if it was within the guidelines provided. A review of the IFU determined that the instructions are sufficient to prevent incidences like this. Additionally the IFU provides clear instructions for how to safely clean up any spill. This event is considered an isolated user error event and is not associated with a manufacturing issue.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
On april 22, 2015 a customer in (B)(6) informed biomérieux of a laboratory employee's exposure to a (B)(6)-positive blood sample via a damaged bact/alert® mycobacteria (mb) blood culture bottle ((B)(4), lot 2038787, expiration 18aug15). The external plastic of the mb bottle held the broken glass in place avoiding direct physical injury to the employee, but could not prevent the blood leakage of the bottle. The employee was wearing protective gloves; the gloves remained fully intact. There was no evidence of direct blood contact with the skin. However, as a precaution, the employee was started on antiviral prophylaxis treatment. The manner in which the mb bottle was damaged is unknown; evaluation of a photo of the bottle indicates damage that is consistent with a dropped bottle. There is no evidence to suggest serious illness or injury to the employee; treatment is prescribed as a precaution only. An internal investigation is initiated at biomérieux.